Event description:
Post-op infection. The patient received surgery using the beifule self stabilizing cervical anterior interbody fusion fixation system due to "cervical spondylotic myelopathy (c3-4)". Hemostatic fluid gelatin and hemostat were used during the surgery, and the surgery was uneventful. The patient was found to have intervertebral space infection and aggravated numbness of both hands 19 days after surgery. Therefore, the patient came to the hospital for treatment and received surgery on the next day. Symptomatic antibiotic treatment was given after surgery, and the patient's numbness symptoms were significantly relieved. No product is available for evaluation. Event date: 08/14/2025. Procedure date: (B)(6) 2025. Additional information: the local team responded to the additional information request message stating: received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.